Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening on the radius side assessed as surgical damage and one opening on the posterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No penetrating nick( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.